Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-9507rgdp-2 uni revers humeral resection downrod, serial/batch number (B)(6) , was received for investigation. Functional testing with ar-9507rg batch# 121449 found that the device is not functioning as required. Visual evaluation found that the down rod spring is missing. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
It was reported that during a univers reverse inverse prosthesis surgery when disassembling the saw gauge, the snap ring broke off. The breakage occurred poutside of the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. The device was no longer needed and the error occurred during the dismantling process. It was not necessary to switch the surgical technique or do a second surgery.